Event description:
The company was notified that the pt had revision surgery in 2006 to reposition the device. After revision surgery, the pt's hearing showed a decrease in performance. Several months later, device extrusion was noticed again. At this time, it was decided to implant the pt's contralateral side with another advanced bionics cochlear implant. The pt continued to be monitored by the center. The pt's device was explanted.